Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient code).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
The patient was revised to address loosening of the stem resulting to pain, walking difficulty, copd, and acute blood loss anemia. Operative note reported some fluid in the hip joint, pseudo cortex in the femur and was perforated and scar tissue was excised. Clinical visit reported discomfort, limit ability to ambulate and dyspnea. X-ray and clinical finding reported loose femoral stem and there was a pedestal at the distal tip of the stem that was tender during palpation at the femur. Doi: (B)(6) 2009; dor: (B)(6) 2013; left hip.